Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined.

Event description:
It was learned in (B)(6) 2018 that a patient had their si joint implants removed in (B)(6) 2018. The surgeon claims that the implants were loose and that the patient requested they be removed. The surgeon removed the implants using chisels.